Manufacturer narrative:
The device is expected for return. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that premature battery depletion was observed. The battery longevity had decreased by approximately 5 years within about a two year time span, and recently showed less than 3 months remaining. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that premature battery depletion was observed. The battery longevity had decreased by approximately 5 years within about a two year time span, and recently showed less than 3 months remaining. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.